Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735736 (software version: 2.1.0); h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A23 applies to difficulties registering the patient during an em procedure / site failed registration / issues tracing the right side of the face, instrument was "going red. A0908 applies to a foot off" when verifying the registration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site was having difficulties registering a patient during an em procedure. The site was using a side emitter. They had passed registration but were "a foot off" when verifying the registration. It was not specified whether this meant on the verify registration screen or if the trace pattern itself was off the 3d model. Troubleshooting was performed, and technical services (ts) had the site try registering with a 3-point touch registration orientation. The site mentioned that the tip of the nose and part of one side of the patient's face were cut off in the scan. Ts instructed the site to move the 3-point touch locations to spots on the scan that they could reliably touch on the patient. The site failed registration as the trace points afterward were under the surface of the model. Ts advised the site to threshold the model and fill in some of the holes in the registration model. The site then had issues tracing the right side of the face; the instrument was "going red" when in that area. Ts instructed the site to adjust the placement of the side emitter to ensure it could track when tracing the right side. The site was then able to pass registration and confirmed they could continue based on checking anatomy on the verify registration screen. The issue was resolved on the call. The amount of surgical delay was pending. The patient outcome was pending.

Manufacturer narrative:
Please see section b5 for additional information. H3: analysis was performed for product: 9735736, software version: 2.1.0. It was reported that editing and troubleshooting with model and side emitter resolved the issue. As available info reported, " site was then able to pass registration, and confirmed able to continue based on checking anatomy on verify registration screen ". Based on the information provided, this did not appear to be software related. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was a functional endoscopic sinus surgery (fess) procedure. There was no delay, and no patient impact.